Manufacturer narrative:
(B)(4). Additional information: batch # m52z1x. The analysis results showed that the tx30v device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during an unknown procedure, the clamp did not staple. Use of a new clip: same problem. Use of a third clip, problem solved (case number (B)(4)). There were no adverse consequences for the patient.